Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced four infusion sets fell off events while doing physical activity on date (B)(6) 2024. The infusion sets were in use for less than a day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 4.